Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a hot axios stent and an advanix biliary stent that were used in the same procedure. It was reported to boston scientific corporation that a hot axios stent was used to treat a pancreatic walled-off necrosis (won) during an axios stent placement procedure in conjunction with an advanix biliary stent used in a stent placement procedure performed on (B)(6) 2018. The stents were successfully implanted. No issues were noted with the devices. According to the complainant, during the planned stent removal performed on (B)(6) 2019, the advanix biliary stent was found to have migrated but remained within the patient. Both the axios and the advanix biliary stents were removed from the patient and the procedure was completed. There were no patient complications reported as a result of this event.